Event description:
It was reported that the ventilator failed flow transducer test and o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test and o2 sensor test failed. Identification of issue has been done by analyzing problem description and service report. The device's logs were not attached. The issue was decided to be reported based on available information as defectie gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the o2 gas module and pneumatic back-plane were replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and gas mixture. The gas modules and the o2 sensor/cell are connected to pneumatic back-plane. Defective parts have not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).